Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. There is no documentation of when the fse visited the customer site and replaced the rotary valve. No additional information was provided. A review of complaint history for the next four (4) months the after this ticket was opened did not identify any further assistance requested by the customer, therefore, no further action required by field service. The most probable cause of the reported event was due to a rotary valve failure.

Event description:
On (B)(6) 2015, a customer contacted the distribution center regarding a rotary valve warranty request for the with their g7 analyzer. No additional details were provided. The customer was unable to run hba1c patient samples. A field service engineer (fse) from a distributor was dispatched to address the reported event, which resulted in delayed reporting of hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.